Manufacturer narrative:
Cont¿d d.11: 1000ml hospira bag, lot: 10-125-jt, exp: 1oct2021, lactated ringer's injection. The customer's report that the tubing set leaked was confirmed. Visual inspection of the as-received sample observed the silicone segment had a tear. The tear was observed to be approximately 0.02 inches long directly above the engagement to the lower fitment. No further damage was observed with the set. Although the damage was observed, functional testing performed immediately observed a leak from the tear. No other leak was observed. The device history record for set model 2420-0007, lot: 20016147 shows the set was manufactured on 13jan2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The cause of the leak was due to the observed tear on the silicone segment of the set. The root cause of the tear was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿lactated ringers solution was ordered for administration. The nurse noted, "at the connection where (the) clip is placed into the IV pump (alans)there (was) a leak that continued even when the IV tubing was clamped." According to the nurse "much of the fluid leaked onto the floor". The IV tubing was never connected to the patient." It was reported that the event occurred before loading the tubing into the pump. There was no clinician harm, nor impact to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿lactated ringers solution was ordered for administration. The nurse noted, "at the connection where (the) clip is placed into the IV pump (alans)there (was) a leak that continued even when the IV tubing was clamped." According to the nurse "much of the fluid leaked onto the floor". The IV tubing was never connected to the patient." An incomplete date of event of (B)(6) 2020 was provided. It was reported that the event occurred before loading the tubing into the pump. There was no clinician harm, nor impact to the patient.